Event description:
A burdick treadmill became locked in maximum elevation (25 degrees). On 3/28/92, a physician called the burdick treadmill 1-800 hotline number for advice on what to do with an inoperable treadmill. The burdick dispatcher provided instructions to the physician on how to release the treadmill. An independent contractor who was at the center for unrelated reasons assisted the physician to release the treadmill. The physician relayed the directions of the dispatcher directly to the contractor who was attempted the release. During the course of attempting to release the treadmill the chain was dislocated causing the treadmill to fall and fractured the contractor's footinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.